Event description:
A pt from hosp went to the ER for treatment. The pt had a laceration below the pt's eye. It was determined that the laceration could be closed using dermabond topical skin adhesive. During the procedure the eye was dermabonded closed. A solution of lacolube and saline were administered for 45 mins. Upon completion the eye was able to open but most of the lower eyelash's had been removed and the eye was red and swollen.